Event description:
It was further reported that the cause of the event was that the battery died.

Event description:
It was reported that the stimulation stopped about midday yesterday, the patient tried to turn it back on and it wouldn't go on. She tried changing programmer batteries and that didn't help. The patient got a doctor's face on the programmer and end of service (eos). The patient had only had the ins since (B)(6) 2011. She was the told the battery should last for about 7 years. The patient did not turn it on at night. It was later reported that the patient had an appointment scheduled to see a doctor on (B)(6) 2014. She had not been working with a manufacturer's representative. There were no interventions taken or planned yet. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37092, lot # 272450001, implanted: (B)(6) 2011, product type accessory; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-33, lot # v549686, implanted: (B)(6) 2011, product type lead; product ID 3998, lot # v541950, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v542025, implanted: (B)(6) 2011, product type lead. (B)(4).